Event description:
Alleged event: it was reported that the clips would not lock. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips 6/cart 84/box was received lot #73g1400569 was confirmed with samples received. All components appear to be in good condition. The 6 hem-o-lok clips were loaded into the clip applier p/n 544180, batch #06l0915814, the device was shaken, no clips fell out and the clips closed properly. Failure mode not closing was not confirmed with the sample received. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The device history review for the product hemolok l clips 6/cart 84/box, lot#: 73g1400569 investigation did not show issues related to complaint. The MFR will continue to monitor and trend related events.